Event description:
End user stated he got the chair in jan, he did not notice any issues, the wife had surgery and did not use chair till this week. They noticed the right side is bent lower than the left. He believes (B)(4) damaged chair in delivery.